Manufacturer narrative:
(B)(4). Date sent: 4/27/2026 d4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric sleeve gastrectomy, they were using plee45a & fired a gold reload. When the gold reload was removed from the stapler and swished, they noticed that there were several orange drivers in the basin and on the table. When the tech went to reload the stapler, the 45mm blue reload would not fit in the stapler to the point he showed and thought maybe he was trying to place a 60mm blue reload but that wasn¿t the case, when he looked inside at the knife blade, it was noticed that there were more of the orange drivers that were preventing the stapler from receiving the blue 45 reload. So he pulled the piece out with tweezers and rinsed them out as well. Then successfully placed the new load in. The stapler fired fine. The surgeon did take out a few of the extra drivers from the patients abdomen. He found three in there. They have never seen this before. No delay or patient consequences was reported. No additional information was provided.